Manufacturer narrative:
(B)(4). A partial lead was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported the asymptomatic patient presented to the clinic with two recorded episodes of vf that were inappropriate due to lead noise. High, out of range, pacing lead impedance, and a decrease in r-wave were observed. Lead fracture was suspected. The device and lead were explanted and replaced.